Event description:
On (B)(6) 2013, the patient reported that he has had concerns with his infusion sets leaking for a while. He stated that his infusion sets start leaking after two days of use. He stated that the self-adhesive becomes wet when he boluses, but it is fine during basal delivery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The returned used head set was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.